Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. A review of the submitted log file spanned approximately 27 days (21apr2021 ¿ 19may2021 per time stamp). On 17may2021 at 12:01, while connected to the mpu, a no external power alarm activated due to both white and black lead voltages diminishing to 3.6v. The backup battery was able to provide power to the controller during these events and the alarms cleared shortly after the power was restored. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. No other notable alarms were present in the log file. The mobile power unit was not returned for analysis. It was advised that this no external power event may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. Multiple attempts have been made to obtain additional information regarding the event such as, unit serial number, mpu v-lock information, and return status if applicable, but it has not been provided at this time. A root cause for the reported event cannot conclusively be determined at this time. Device history records cannot be reviewed due to the serial number of the product being unavailable at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. Heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power alarms. Heartmate ii instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Serial number is not available therefore UDI is not available.

Event description:
It was reported that log files captured a no external power event on (B)(6) 2021, which was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.